Manufacturer narrative:
The insulin pump was received with shadow display during button press; the problem is isolated to the lcd board. The insulin pump had cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating physical damage on their insulin pump. The customer reported a dark smoke smudge on the screen of the device. The patient's blood glucose level was unknown at the time of the call. The customer declined a replacement insulin pump.